Manufacturer narrative:
(B)(4).

Event description:
Following pump replacement, the pt had a slow digestive tract; trouble with her stomach not emptying; a bowel issue; and needed to be catheterized. The pt's spasticity was also not being controlled. It was thought that the catheter was leaking, because when the pt had a catheter leak in the past she reacted the same way she was now; no details were provided regarding the prior catheter leak. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.